Event description:
Scalpel blade had jagged edge on bottom side near holder which, during the procedure, punctured the nurse's finger (through the glove) and caused a blood to blood contamination with the pt. The nurse reported to occupational health and safety. The nurse and pt's blood was drawn, no hepatitis was found. No residual effects are anticipated due to this event.